Event description:
This late MDR is a retrospective filing for an international product with a similar us product. A patient sample taken at a healthcheck fair generated axsym anti-hcv results of 6.9 and 8.4 s/co (reactive). The same sample generated an architect anti-hcv result of 0.13 s/co (non-reactive). There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us, architect i2000 analyzer; axsym anti-hcv assay lot#:61086lf00. No returns were available from the customer's site. To investigate the customer's observation, a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, list number (relabeled in other country), lot number 55689hn00 was tested. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore, two commercially available seroconversion panels were tested. The results generated for the control values were well within the specifications stated in the package insert. Sensitivity panel a and b showed that the analytical sensitivity of the architect anti-hcv assay, lot number 55689hn00 was within its acceptable performance range. Additionally, for the two commercially available seroconversion panels the same bleeds were found reactive with comparable s/co values as historical clinical lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 55689hn00 is compromised. As part of the investigation a review of the complaint and manufacturing records for the architect anti-hcv reagent kit, lot number 55689hn00 was performed. This review did not identify any problems relating to the customer's observation. Based on the current investigation, the architect anti-hcv reagent, lot number 55689hn00, identified in the customer's complaint, is currently meeting its safety, effectiveness and label claims. The cause of the negative patient results obtained by the customer is unknown as the patient sample was not available for investigation at abbott laboratories. Nevertheless, in rare cases, discrepant results may be seen in individual patient samples. This might be due to differences in the antigens and assay architecture between the axsym and architect systems that would also explain the customer's observation of different signal heights. Additionally, differences in susceptibility to interfering substances may be another possible source for discrepant results. The investigation demonstrated that the architect anti-hcv assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.